Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.2; laboratory inr: 2.0. The time between testing was on (1) hour. There was no medical intervention on behalf of the pt. Therapeutic range was not provided for the pt. There was no reported adverse pt sequela. There was no pt specific information available and no additional information provided.